Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an irritation. The patient's rehab physician and the patient's cardiologist agreed that due to an improved ejection fraction, the patient could remove the lifevest at time to help with the irritation. In addition, the patient's rehab physician prescribed ' anti allergic tablets'. Follow up indicated the irritation improved.